Event description:
Litigation alleges that the patient suffered excruciating pain, unequal leg lengths and difficulty walking.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.